Event description:
It was reported that the insulation separated from the lead at the extension connection, and the pt experienced shocking pain at the lead site. The battery of the device also depleted prematurely. The whole system was replaced with a good outcome.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.